Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, increased thresholds were noted on the right ventricular (rv) lead. Diagnostic imaging is anticipated, but has not been performed at this time. The patient was stable and will continue to be monitored.